Event description:
Physician l/c case. Began to get random error messages "relax pressure," "clean blade," "blade error detected." Device handed off, new device opened, case completed without incident.what was the original intended procedure?l/c.